Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mayfield infinity skull clamp (a2114) was returned for evaluation: failure analysis - unit received with the left and right pawls worn and without the pedi rocker arm or suitcase. Replacement of worn parts, general maintenance and cleaning required at this time. Root cause - the complaint is confirmed via inspection of the unit. Unit received with the left and right pawls worn and needing replacement. Unit has exceeded its life expectancy of 7 years (manufactured in 2009). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the knob on the mayfield infinity xr2 skull clamp (a2114) that allows the teeth to shift does not have any restriction and would not lock. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.